Event description:
It was reported via repair work order that there was a loss of all motor function due to faulty tilt sensor. It was also reported there was a loss of electronic brake engagement when bed was lowered below 20 degrees due to a faulty wiring harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.